Event description:
On (B)(6) 2021 01:02:08 rv lead integrity warning: 2 or more high rate-ns episodes less than 220 ms. Sensing integrity counter greater than or equal to 30 in 3 days. See attached cl report and zip file. Episodes show oversensing but egm is set to the lv lead so we cannot see what the device is oversensing. Customer to bring patient in for testing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).